Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2009. The pad-pak was then removed and re-inserted again on (B)(6) 2009. The device failed self test on (B)(6) 2009 due to a low battery. The device failed several self tests for a low battery up to (B)(6) 2010. The pad-pak was then changed and performed until a failed self test on (B)(6) 2012 for a low battery. The problem with the device was attributed to a fault in the membrane. The investigation into the problem revealed corrosion on the device membrane tail which would suggest the device was not being adequately stored. The exposure of the device to adverse environmental conditions can ave a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the green status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.